Event description:
The customer reported to baxter (B)(4) a buretrol solution administration set in which the roller clamp is not functional - allows fluid to pass. The condition was identified before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Correction/additional information. The sample was not returned for evaluation. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.